Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported capsular tags were observed during a laser assisted cataract procedure. Reporter indicated she tore the capsule when attempting to complete the capsulotomy, and had to have a retinal surgeon perform a vitrectomy. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no information has been received. No technical services were requested or performed on the system due to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the incomplete dissection reported event cannot be determined conclusively. Based on the information obtained, as surgeon tore the anterior capsule during manually removing the incomplete tags; therefore, the root cause of anterior capsule tear can be attributed to the surgical technique. (B)(4).

Event description:
Attempts have been made to obtain additional information, but no response to request has been received.